Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed vent inop due to a data acquisition/ printed circuit board assembly/ analog digital converter (pcb adc) reference failure. The device was on a patient and turned itself off. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Manufacturer narrative:
Date of event: (B)(6) 2016. Date received by manufacturer: 09/20/2016. The data acquisition (da) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).